Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had foreign matter on the device cannula and in the fluid path. The following information was provided by the initial reporter : the consumer reported particles and debris inside the syringe at the space on the top of the syringe, and furthermore that after the cap has been removed, one can clearly see bits of plastic on the needle itself.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had foreign matter on the device cannula and in the fluid path. The following information was provided by the initial reporter : the consumer reported particles and debris inside the syringe at the space on the top of the syringe, and furthermore that after the cap has been removed, one can clearly see bits of plastic on the needle itself.

Manufacturer narrative:
H6: investigation summary: customer returned several images of a single syringe and a polybag for 1ml, 29 gauge, 12.7mm syringes from lot 1242583. The syringe needle features a bead of clear, stringy material partway down the length of the needle. In addition, there is a similar unknown material inside the barrel of the syringe itself. A review of the device history record was completed for batch# 1242583. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of foreign matter on the needle. The root cause cannot be determined.